Event description:
It was initially reported that the patient had high impedance at a recent appointment (output current - limit, impedance - high, dcdc - 7, neos - no). The patient was disabled at that time. The office had previously seen the high impedance but did not inform the manufacturer. No x-rays are planned. There was no reported trauma or manipulation. The patient has been referred for a full revision. Surgery is likely, but it had not been confirm that it has been completed.

Event description:
Additional information was received that the patient had a full revision. The generator and lead were discarded and will not be returned to the manufacturer for evaluation. Good faith attempts for additional information have been unsuccessful to date.